Manufacturer narrative:
UDI number is not required for the reported device. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to three retention samples from the reported product code. We closely examined the inner-needle by withdrawing it from the catheter in a straight backward motion. As a result, it was confirmed the safety cover was properly able to shield the tip of inner-needle as intended. A review of the manufacturer inspection records for the past two and a half years, in which the duration is equivalent to expiration of the subject lot found no defective properties, such as catheter damage or scratch to potentially degrade functionality of the catheter, were detected. Furthermore, there has been no similar incidents ever reported by other medical institution. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: do not grasp at the junction of hub and tip of the safety mechanism to disconnect. To assure activation of safety mechanism; withdraw the inner needle with care while avoiding an extreme angle or rotating motion. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported a needle stick during a procedure. Follow up communication with the user facility reported the following information: catheter entry was made in a patient whose veins in hands were small; after observing initial flashback and as the inner-needle was withdrawn from the catheter a sense of resistance was noted; the nurse persistently withdrew the needle from the patient regardless; the withdrawn needle was not properly shielded by its safety cover; the nurse suffered an accidental needle stick by recoil action as the needle was withdrawn; no rotation of the catheter or no attempt of the needle bend were done prior to skin penetration; and the current condition of the nurse is reported to be fine.